Event description:
During the procedure, while advancing an unspecified pushable coil (brand name and size unknown) using a trupush (632-774x/10272853) in an unspecified microcatheter(virtus/kawasumi laboratories, type unknown), the distal portion of the trupush was somehow damaged and separated in two pieces. It occurred around the proximal end of the microcatheter. Therefore the trupush was safely removed from the patient and was replaced for a new one (632-774x, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. Prior to the complaint product, about five pushable coils(details unknown) were successfully delivered and placed into the target lesion without any further issues. According to the physician, the event might have been caused by the procedure, as the similar complaint has occurred in the past. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
One non-sterile trupush coil pusher was received coiled in a plastic bag. The wire was inspected and distal section was found damaged, wire coat (ptfe) was separated from 20cm to 31.6cm from distal end. Entire ptfe sleeve was present. Coil tip was found slightly bent. No other damages/anomalies were found. Torque device was found attached to proximal section of wire. Wire was not fractured/separated. Core wire was inspected under microscope magnification and no other anomalies were noted apart from the ones previously mentioned. Wire was sent to sem analysis to investigate ptfe separation. Sem results showed that the ptfe presented evidence of scratches. Probably the guidewire had friction with an unknown object and in consequence ptfe was separated from de guidewire. No other anomalies were detected during analysis. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10272853. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The failure reported by the customer as embolic coil pusher damaged-separated was not confirmed. Ptfe sleeve was found separated however wire was found without separation. The cause of the ptfe separation might be provoked by the friction with another device; however this could not be conclusively determined. Analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the damage (bend) found on the tip could not be conclusively determined. Based on the information, it is possible that the root cause of the event was procedural factors or handling that may have contributed with the reported condition, since DHR record indicated that the product met specification prior shipment. Additionally, it was noted that the device had no defects prior to use. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: 6 pushable coils(brand name and size unknown), microcatheter(virtus/kawasumi laboratories, type unknown), new trupush (632-774x, lot unknown). The procedure was coil embolisation for a gastrointestinal hemorrhage. The vessel was not calcified and heavily tortuous. The patient was a female of (B)(6). Dob and weight unknown. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.